Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensor and cable from the flow sensor to the sensor interface board were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit would intermittently alarm and lost the ability to initiate mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit did not lose the ability to mechanically ventilate. The unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Reported complaint was noted during preuse checkout; there was no reported patient involvement. The unit alarmed, notifying user of reported condition. Flow sensors are a customer replaceable item. The initial reported event was not reportable. Additional information was received that the unit did not lose the ability to mechanically ventilate. The unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Reported complaint was noted during preuse checkout; there was no reported patient involvement. The unit alarmed, notifying user of reported condition. Flow sensors are a customer replaceable item. The initial reported event was not reportable.